Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, and could not secure/lock cutter. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was difficult to assemble/disassemble, had insufficient/low power, hose damage, and the device could not secure/lock the cutter. It was further determined that the device failed pretest for rotational speed assessment, cutter lock assessment, and hose assessment. It was noted in the service order that the ¿drill can¿t hold¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.